Event description:
Dermabond skin adhesive, ref# dnx12, lot# qebhbb, exp date: 2022-04-30, with a yellowed applicator tip. These are normally clear plastic and did not feel comfortable using it. No patient involvement. FDA safety report ID# (B)(4).